Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: no image on the device and the monitor remains black due to corrosion on plug unit, b30(scope communication err) occurred. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported during due diligence that the bronchovideoscope had no image, and the monitor remained black. The issue was found during inspection for use. There were no reports of patient harm.